Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 09/16/2019. The manufacturer's field service engineer (fse) performed remote troubleshooting with the customer. It was recommended that the customer swap out the oxygen cell. The customer replaced the oxygen cell and the issue was resolved. The unit was returned to service. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported that the ventilator did not recognize the oxygen sensor. There was no patient involvement.